Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The date of issue is an approximation. After 3-4 days from the sensor insertion, the patient started to notice a red rash at the outline around the sensor adhesion patch. On (B)(6) 2016, the patient's mother took the patient to see the doctor. The doctor recommended that the patient use their arm as the sensor insertion site. The affected area was treated with over-the-counter benadryl cream. There were no further event details provided. At the time of contact the patient was doing good. No additional patient or event information is available.